Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted from the patient's eye approximately one day post iol implant due to unspecified reason. Another lens of different model was implanted successfully. Additional information has been requested, but was not provided.